Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary left l4-s1 spinal root decompression. On event date the pt presented with a rash. The investigator noted this event as mild in intensity. The physician prescribed benadryl cream. The condition was reported resolved without treatment in 10/99. The investigator noted this event as possible related to the administration of adcon-l. The investigator noted "surgical complication" as a possible cause for the event.